Event description:
An account stated that fluid leaked through the ticking into the foam of the matress.

Manufacturer narrative:
Upon complaint and risk assessment review, it was determined that this type of fluid ingress has the potential to cause serious injury through cross contamination and is therefore being reported late. The technician replaced the mattress to resolve the issue.